Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after 37 months of service. A guidant technical services (ts) consultant recommended replacing the device, and requested that the explanted device be returned to guidant to be analyzed for premature battery depletion. To date, there have been no reported patient symptoms associated with this clinical observation.